Manufacturer narrative:
H6: investigation summary: the photo was received for evaluation. The device history review of material number 307759 with lot number 2311844 was checked and there was no quality notification found on this lot number from its production date to its dispatch date. A quality engineer was able to review the photograph from the customer along with the reported complaint of mix product. The investigating team has used the retention samples of material number 307759 and lot number 2311844 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually checked the samples for mix product and no mix product was found in the retention samples. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined.

Event description:
It was reported that the bd emerald¿ - 3-piece syringe experienced mix of product types in a pack. The following information was provided by the initial reporter: 3ml syringe in 10ml syringe box.

Event description:
It was reported that the bd emerald¿ - 3-piece syringe experienced mix of product types in a pack. The following information was provided by the initial reporter: 3ml syringe in 10ml syringe box.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.